Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp catheter set had no flow. The reporter further explained that the set was being used to draw blood, however it would not flow. There was no patient injury or medical intervention associated with this event. No additional information is available.